Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which led to inappropriate mode switch. The atrial lead was explanted and replaced. The patient was in stable condition.